Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. The getinge fse verified stated issue of power cord not retracting back into instrument. He removed side panel of the hospital cart and found that power cord (line cord 0012-00-1688-21) was pulled outside the guides of the retracting assembly. He fixed unit buy removing the assembly and guiding the line cord around the retracting assembly. He verified that the assembly could fully extend, lock, and retract without allowing the line cord to derail from the guides.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units power cord does not retract.